Event description:
Patient here for transurethral vaporization of the prostate/placement of suprapubic tube. Day before the case storz cysto laser instrument brought in by the laser representative, and it was sterilized and ready for 0730 procedure. Instrument was inspected. It was found to be intact. Dr inserted the laser fiber into the laser bridge and it was intact at start of the procedure. During the procedure, dr. Noticed the instrument not holding fiber, he took out the instrument and inspected, at that time he noticed the laser bridge piece of instrument was broken. (B)(6).